Event description:
On (B)(6) 2010, it was initially reported that a pt experienced a burning sensation at the location of the implanted neuro stimulator (ins). The pt did report a fall. The wires above the "area" were noted as being more prominent now than ever before. It was further reported that the ins pocket was loose, and sometimes the pt had difficulty with recharging. On (B)(6) 2010, it was later reported that the pt had surgery on (B)(6) 2010 to resolve their issue. No details in regards to the surgical intervention were reported. The pt's programmer and recharger were replaced. The device was reprogrammed. The pt was no longer having any issues with their device. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).